Manufacturer narrative:
(B)(4).

Event description:
Additional information: the catheter kink was not confirmed. A dye study was done and found the catheter was fine; pump working "ok". The hcp planned to do some troubleshooting; is new in working with pumps and hadn't considered other options. The patient on a low dose.

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4), implanted/ explanted: unk. Catheter: model: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. Catheter: model: 8583, lot# n322896, implanted/ explanted: unk. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) was doing a dye study today to determine if the catheter was kinked or if there is an issue at the anchor site "because there was some mention of issue with anchoring at the time of implant." Patient reportedly experienced a lack of therapy since implant. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.